Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: there was no visible damage to the keypad. The contrast button did have an intermittent response. The up arrow, down arrow, and ok buttons responded properly. Contamination was found under the up arrow, down arrow, and contrast buttons when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the down arrow is not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse associated with the reported issue however, there was moisture found with the subject pump. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.